Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair, it was determined that the device did not work at all. It was further reported that the motor was defective due to the dead spots on it. The device also failed pretest for check for speedy sticky trigger. This event did not occur during surgery. There was no patient involvement. It was noted in the service order that during a surgical procedure for hallux valgus, it was observed that the small battery drive device did not work when removing the k-wire device. It was reported that a spare device was used to complete the surgery and there was a delay of less than thirty minutes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.